Event description:
Paramedics attended to a person diagnosed as dead on arrival. The pt exhibited signs of rigor. The device was used to monitor the pt's electrocardiogram and confirm the diagnosis. The device allegedly displayed excessive artifact and family members thought the pt had a heart beat. The pt was not resuscitated. It is not likely that the device may have caused or contributed to the pt's death.